Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's ins was not holding a charge like it should. Patient increased the stim frequency and stim went up to his rib cage and ankle and after a while it felt good then it does not feel good and patient has to take ibuprofen. Patient stated issue started since (B)(6) 2019. No further complications were reported/anticipated.